Event description:
It was reported that the 9800 system had mixed up images in the pt image directory. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The sotware upgrade was installed during the service call. The system was tested and found to be working as intended, and put back into service.